Event description:
Patient reports, a loose tooth (#26). After use from the most recent aligners (upper & lower #12.) And the dentist has stated, to stop using the aligners immediately, due to tooth mobility and root resorption. Patient started, aligner treatment 3-months ago and noticed tooth mobility approximately (B)(6) 2024. Dental history includes crowns in location 14, grinding/clenching of teeth, use of nightguard and previous root canal treatment. Medical history includes use of sleep apnea device and lexapro 20mg and trizepatide prescriptions.

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.